Event description:
Two patients with discrepant calcium results. Patient 1, 2008, initial result 10.9 mg/dl, repeated twice on a different analyzer, same methodology gave 9.9 and 9.7 mg/dl; repeated two more times on original analyzer gave 9.9 and 10.0 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause. Performance tests were performed.

Event description:
Two patients with discrepant calcium results. Patient 2, 2008, initial result 11.0 mg/dl, repeated twice on a different analyzer, same methodology gave 9.8 and 10.0 mg/dl; repeated two more times on original analyzer gave 10.4 and 10.7 mg/dl. Erroneous results were not reported. The field service rep was unable to determine the root cause. Performance tests were performed.